Manufacturer narrative:
(B)(4). This report was received from a nurse via the baxter patient support program. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as a patient error (not further specified). On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with ceftazidime and ciprofloxacin (doses, routes and frequencies not reported). After two weeks, both antibiotic treatments were discontinued, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.